Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported unhinged jaw issue was found to be due to a broken pull rod. A definitive root cause of the broken pull rod could not be determined, however, it is likely the issue was the result of mechanical overload due to excessive force exerted to the jaw. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during robot-assisted colectomy, the jaws unhinged when grasping a large piece of gauze. The procedure was completed with a similar device. Reports of the subject device unhinged when grasping a large piece of gauze and possibility that parts may have fallen out of the patient's body. The intended procedure was completed with a similar device. The patient's abdominal cavity was washed more carefully than usual. Xray was done and did not show anything resembling anything. There were no reports of patient injury/adverse events. There is no evidence that a life-threatening event occurred, that the patient developed permanent damage or impairment, and that additional medical/surgical intervention was done to prevent permanent damage or impairment. There were no reports of harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the reported issue was confirmed. The device evaluation found that the drive shaft part of the forceps was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.